Manufacturer narrative:
An event regarding loosening involving simplex hv cement was reported. The event relates to product supplied by an OEM. Method & results: device evaluation and results: not performed as the associated device is OEM product. Medical records received and evaluation: not performed as the associated device is OEM product. Device history review: not performed as the associated device is OEM product. Complaint history review: not performed as the associated device is OEM product. Conclusions: the reported device is an OEM product investigated by aap. Confirmation that an aap investigation has been initiated by the OEM supplier site was received. The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Device not available.

Event description:
It's alleged, that on (B)(6) 2014 hv bone cement was used on the patient during a right tka. Its further alleged that the patient's right knee had to be revised on (B)(6) 2016 due to mechanical loosening.